Manufacturer narrative:
The graft remains implanted and was not available for analysis. There was one departure noted during records re-review (nc 13 43 116: exceeded action limit of airborne germ count-product not affected by the nc). Rti germany has manufactured and distributed 9 graft specific to tutopatch. There are no related complaints for the lot nz13250068. According to records review serial ID (B)(6) met rti germany's specification. The reported adverse events of conjunctival infection, chemosis and swelling occurred locally at the surgical site. The most likely cause of the reported adverse event is the surgery itself. The inflammation of the paranasal sinuses just before the operation, which required antibiotics, can be a confounding factor. The renewed increase of inflammation parameters was according to the doctor in retrospect most likely due to thrombophlebitis in the arm. Batch analysis did not reveal any indication of non-sterility of the implanted tutopatch, there is no evidence that the tutopatch was causative for the reported adverse events.

Manufacturer narrative:
Unique identifiers have not been provided. Therefore, a comprehensive evaluation of manufacturing and processing records can not be conducted at this time. Additional information has been provided and once received, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received notification of complaint on 09/23/2020. The reported complaint is associated with the results of a literature search. An article published in graefe's archive for clinical and experimental ophtalmology (april 2020) titled "tendon elongation with bovine pericardium in strabismus surgery - indications beyond graves' orbitopathy" hedergott, pink-theofylaktopoulos, neugebauer & fricke, indicated that a patient showed increasing conjunctiva injection and chemosis four days after implantation of the tutopatch xenograph. The study is from (B)(6). Additional information has been requested.